Manufacturer narrative:
Additional information added to h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia cassette had a "small hole" which resulted in a leak. This was observed during dwell 1 of peritoneal dialysis therapy. The patient stated there were no sharp tools used to open the supplies. It was further reported a pet was in the room, however the patient made sure the pet did not go near the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.